Event description:
The user was getting frequent helium loss alarms on the pump. The problem was isolated to the intra-aortic balloon catheter. The insertion was trans-thoracic, and the pt's very poor condition prevented removal from bypass without iab support. The pt eventually expired, and when the iab was removed, it was found to be kinked.